Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted in the left and right common femoral arteries (cfa) using perclose proglide devices. Reportedly, during pre-close placement of the sutures in the right common femoral artery, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was captured. The device was removed over a guide wire and two additional proglide devices were attempted with both also resulting in a needle-to-cuff miss. Reportedly, during pre-close placement of the sutures in the left common femoral artery, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was captured. The device was removed over a guide wire and two additional proglide devices were attempted but also resulted in a needle-to-cuff miss. After conclusion of the abdominal aortic aneurysm repair procedure, hemostasis of the left and right common femoral arteries were achieved surgically. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other five proglide devices are being filed under separate manufacturer report numbers.